Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that a clear zone was observed around the screws which were implanted at cranial level post-operatively. No additional information is available at this time.

Event description:
It was reported the "fixation level: l3-l4-l5 (l4-l5 via posterior lumbar interbody fusion).

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.